Event description:
The event was used during a low anterior resection procedure. Reportedly, the device was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.